Event description:
Svc documentation incomplete and inaccurate. Vendor svc rep installs new software. Previously installed software customized to clinicians requirements. Vendor documentation incomplete, does not document checking or reprogramming. Clinician software configuration.